Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture suspicious, volume increase, fluid."

Event description:
Healthcare provider reported "rupture suspicious, volume increase, fluid," "constant pain,"clear asymmetry (left greater than right) and hardening of the breast." This is for the left side. Device remains implanted.